Event description:
It was reported that at follow-up, high impedance and high capture threshold were noted. Lead was explanted and replaced. Clavicular crush suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two parts: the connector portion, measuring 13.3cm, and the distal part, measuring 26.3cm in length. Analysis noted internal insulation abrasion with the svc conductors visible at 10.5 - 10.8cm from the connector pin. The etfe insulation was intact in this location.